Event description:
Complainant alleged that during incoming inspection the device powered-up without display. Customer also alleged that the defib output was incorrect. Complainant indicated that there was no pt involvement in the reported malfunction.